Event description:
It was reported that the epidural catheter was placed for routine obstetric use. Upon removal of the catheter, the physician noticed that approximately 4 inches separated and remains in place at l4, l5 below the skin. There are no plans to surgically remove the catheter at this time.